Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was hospitalized due to atrial fibrillation. During a follow-up, the peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital on (B)(6) 2015. The patient had a history of heart conditions. The patient has since been discharged and completing treatment using the cycler.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. There is no documentation in the medical record that indicates the patient was on peritoneal dialysis at the time of this event. Medical records do not contain progress notes, dialysis treatment records, pre-hospital labs/diagnostic tests or physician orders for review. The cause of the patient's atrial fibrillation was not documented in the medical record. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's hospitalization for atrial fibrillation.

Event description:
The patient's medical records were received and reviewed. Based on the 7 pages of medical records information it appears that on (B)(6) 2015, the patient was admitted into the hospital for atrial fibrillation. The patient was started on amiodarone for the atrial fibrillation and eliquis for anticoagulation. Metoprolol was started for cardiomyopathy. The patient has a history of coronary artery disease, cardiomyopathy, hypertension and left bundle branch block. Any of these could contribute to an onset of atrial fibrillation. According to the peritoneal dialysis registered nurse (pdrn), the patient had a history of heart conditions. The pdrn stated the patient continued peritoneal dialysis treatment during his hospitalization.